Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds and impedance which was suspected to be caused by a fracture. The physician decided to surgically abandon and replace this lead. No additional adverse patient effects were reported.